Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 21cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device upon meeting some form of restriction. The complaint report states that the physician encountered significant resistance during the operation. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this complaint will be considered to be handling damage.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft breakage occurred. The physician was attempting to direct stent a taxus liberte' 2.75x32mm drug eluting stent in the moderately tortuous left anterior descending (lad) artery. The physician felt resistance trying to cross the lesion when he reached the proximal end of the lesion. The physician then decided to remove the device and again felt resistance and pushed and pulled to try to withdraw and the shaft broke. The procedure was completed with a taxus liberte' 3.50x20mm. No patient complications were reported.